Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be pressed down when used for sealing. Hemostasis was ultimately achieved with manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician was certified in its use, the device showed no visible damage prior to use, and it was stored and prepared per the instructions for use (IFU). Femoral site assessment confirmed suitability on angiography with proper insertion angle, vessel diameter greater than or equal to 5 mm, and no visible calcium, plaque, tortuosity, stent, greater than 50% stenosis, or evidence of hematoma, fistula, or pseudoaneurysm. Retraction steps were followed until pulsatile flow slowed and the indicator window turned solid black. However, the button could not be depressed at all, and during the attempt, the indicator window displayed black but shifted to a black-and-white state after device removal. No red color was seen during retraction, though excess force was needed to depress the button. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) could not be pressed down when used for sealing. Hemostasis was ultimately achieved with manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician was certified in its use, the device showed no visible damage prior to use, and it was stored and prepared per the instructions for use (IFU). Femoral site assessment confirmed suitability on angiography with proper insertion angle, vessel diameter greater than or equal to 5 mm, and no visible calcium, plaque, tortuosity, stent, greater than 50% stenosis, or evidence of hematoma, fistula, or pseudoaneurysm. Retraction steps were followed until pulsatile flow slowed and the indicator window turned solid black. However, the button could not be depressed at all, and during the attempt, the indicator window displayed black but shifted to a black-and-white state after device removal. No red color was seen during retraction, though excess force was needed to depress the button. The device will be returned for evaluation. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in manufacturing position, and the indicator wire was found fully deployed. A non-cordis 5f catheter sheath introducer was returned inserted on the received unit. Finally, the indicator window was observed in the black/white position. No additional anomalies were reported. A deployment simulation evaluation was performed after the guard was locked. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, after which the deployment lever was fully depressed, resulting in the expected indicator wire retraction and plug deployment. Additionally, the indicator window was successfully observed in the black/white and red position. A high magnification evaluation was conducted to examine the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿deployment lever (button)-frozen/locked¿ was not observed through analysis of the returned device since the functional analysis demonstrated successful lever depression with plug deployment. No anomalies were noted during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.